Event description:
It was reported that multiple malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level ranged from 562-563 mg/dl with trace ketones. The customer administered a manual insulin injection to address high bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.